Event description:
Information was received that reported the pt sought medical treatment in 2009, due to an incident of hyperglycemia. The rptr states the pt began experiencing elevated blood glucose, when her blood glucose rose to >370 mg/dl, she went to the hospital. Upon admission, her blood glucose was 343 mg/dl. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.